Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The unit was swapped out for another and no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not reproduce the reported failure. The iabp was taken out of clinical use and decommissioned.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that there was one similar complaint reported for the reported failure mode and serial number. The historical data was analyzed and escalation was not required for the reported failure mode and serial number. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (jan 2020 through dec 2020) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.